Event description:
The needle has a small defect, apparent after the first sample was taken. They replaced the needle with a new one and proceeded. Under real-time ultrasound guidance, four passes were made with an 18-gauge corvocet core biopsy needle, a single 1cm throw and three 1.2cm throw, with the use of a 17-gauge introducer needle.